Event description:
It was reported that during a lap gastric bypass procedure, the device protective barrier came loose on the seal cap. Upon insertion of the device, the barrier fell into the patient. The piece was removed with graspers and another trocar was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.